Event description:
During an orif distal radius fracture procedure, a plate was implanted utilizing a guide block. After inserting an additional screw, the positioning screw sheared off leaving a threaded portion of the positioning screw in the plate. Attempts to remove the threaded portion of the positioning screw were unsuccessful. Subsequently, the plate and screws were removed and replaced with a new plate. The same previously implanted screws were re-implanted. Procedure was prolonged 20 minutes. Procedure completed to the surgeons satisfaction. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Threaded part is broken off, the fragment is stuck in the also received implant. The shaft is bent. Not all relevant dimensions can be verified anymore due to the damage. Therefore this complaint is indeterminate from a manufacturing standpoint. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. This in combination with the bent shaft let us suppose that a mechanical overload, par example by cross-threading, caused the breakage of the shaft.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.